Manufacturer narrative:
The device has been received, but investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report material deformation and difficult removal of the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, a knot was observed on the lock line (ll). In order to deploy the clip, the ll had to be cut. The clip was successfully deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported material deformation (lock line knot) was confirmed via returned device analysis. The reported physical resistance could not be replicated in testing environment and the lock line was observed to be cut. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported material deformation (lock line knot) could not be determined. The reported physical resistance appears to be a secondary event of knotting in lock line. The observed lock line cut was due to procedural circumstances as the physician was proceeding to clip deployment which required complete removal of the lock line. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.